Event description:
Additional information received states the patient's intraocular lens is at 125 degrees in the right eye. Prior to surgery, another system recommended a t3 lens but the system recommended a t8 lens three times consecutively. The surgeon implanted the suggested lens and the patient had -2.00 residual overcorrected astigmatism.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a patient presented with blurred vision post aberrometer assisted cataract surgery. The patient's intraocular lens was explanted due to over correction of astigmatism based on the systems measurements. Additional information requested.